Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed two openings assessed as fold flaw opening and surgical damage. Additional observations: ¿ observed total separation on the plug strap assessed as unidentified (tear) opening. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported right side deflation. The device has been explanted and replaced.

Event description:
The device has been explanted and replaced.